Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. A microscope examination of the device displayed nicks on the knife blade. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the observed knife blade damage may occur if the instrument is applied over an obstruction. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. The information booklet cautions the user to make certain the section of the tissue to be stapled is free from any metal clips or similar structures; otherwise, the knife blade may not cut. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic rectum procedure. The high anterior resection was performed with the powered handle and reload. For the anastomosis, the circular stapler was used. The surgeon felt some resistance, but was able to remove the device from the rectum. There was no problem on the donut tissue. During the leak test, a lot of bubbles were observed. The surgeon checked the anastomosis and saw that the staple line was incomplete and there was leakage on the dorsal side. Less than half the tissue was stapled properly. The surgeon resected the rectum at the anus side of the original staple line with a new reload, removed the colon from the retroperitoneum and re-anastomosed the rectum with a new circular stapler. Post-operatively, the patient defecated and is getting well. Surgical time was extended by 30 minutes or more. Patient status is no problem. The product problem cause additional tissue resection and tissue damage.